Event description:
It was reported that noise was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. A visual inspection revealed suture tie impression at the middle region of the lead. Electrical testing was performed and revealed internal shorting. Dissection of the lead revealed the inner insulation was damaged and breached at the suture impression tie location. The cause of noise was due to damaged inner insulation caused by suture tie forces.